Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male pt (age unk) the device failed to discharge. Complainant indicated that the clinician obtained another device and electrodes pads to continue treating the pt. Complainant indicated that the pt subsequently expired. Please reference medwatch 1220908-2015-00884 for the second device on the same pt.